Event description:
On (B)(6) 2013, pt reported 5-6 infusion sets from the same box have leaked insulin and this has resulted in hyperglycemia. Her blood glucose was 200 mg/dl on the morning of the report, and she noticed the self-adhesive of the infusion set was wet. Her target blood glucose is 70-120 mg/dl, and she changed the headset and bolused to treat hyperglycemia. She uses an insertion device to insert the headsets into her abdomen, and the cannula have not been bent. She avoids area with known scar tissue and practices site rotation. She does hear an audible click when the infusion tube is connected to the headset. The infusion sets were replaced and requested for eval. She did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The used head set was visually inspected and tests for flow and tightness were performed. All test results were within specifications.